Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that the pump was beeping and the customer noticed a message on the pump. The customer was unable to clarify what the messaging on the pump said. Subsequently, although the pump was beeping and vibrating, it was noted to otherwise be unresponsive and stopped all insulin delivery.the customer's blood glucose level was in the 80's (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was in the 80's (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.